Event description:
It was reported that during routine inspection, the cs300 intra-aortic balloon pump (iabp) had a display problem. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1 (initial reporter), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e2, e3. The fse cleaned and reconnected the video receiver board, video receiver cable, an operation check was performed and no abnormalities were found (except for the standby light).

Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300intra-aortic balloon pump (iabp) has screen display problem. There was no patient involvement.